Manufacturer narrative:
Submit date: 05/25/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the sponges are linting.

Manufacturer narrative:
The device history record (DHR) review could not be completed because the customer did not provide the lot number. There were no photographs or samples submitted for investigation. According to the investigation, the possible root cause would be attributed to the manufacturing process during the die cut of the equipment if the cutting blade moved during cutting process causing the gauze to be pulverized resulting in loose contamination/linting. The supplier has taken following actions:¿changed the swabs design of below gauze layer to increase 1-1.5cm width in first folding and below gauze must be use one side edge fold swabs to prevent lint contamination. ¿add an additional cleaning process after cutting the gauze.¿changed the slitting device and implement an automatic slitting machine that will improve the slitting accuracy to prevent sponges from flaking. This complaint will be used for trending purpose. If information is provided in the future, a supplemental report will be issued.